Event description:
Follow-up identified. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's spouse reported the scs ipg does not communicate with any external devices and the patient programmer displayed an error message. Reportedly, it is unknown when the patient last recharged the device. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced.